Event description:
It was reported that the right atrial (ra) lead exhibited noise oversensing that caused pacing inhibition and inappropriate mode switch. The ra lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported events were noise and mode switch. The reported event of noise was confirmed. As received, a complete lead was returned for analysis. Visual inspection noted an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead consistent with friction to the device can. The cause of the reported event was isolated to the exposure of the coil in the abrasion zone. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any additional anomalies with the exception of procedural damage.